Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the dissection was attributed to patient conditions (body habitus) and device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported commercially, a vascular complication occurred which required a graft from right external iliac artery to right common femoral artery. Percutaneous access, with extremely obese patient challenging sheath insertion through the fatty portion of the tissue tract, required exchange of wire to a lunderquist. When initial sheath was removed from wire to exchange wires, never having been fully inserted, the tip of the sheath was noted to have been "disrupted" from pushing against a fat tract. The edge of the sheath became flared. A new sheath was opened. Stiff wire in place, second sheath inserted with similar challenges but smoother than initial sheath. The valve deployed no issue. The sheath was removed but there was a perclose failure noted with stitches into adipose tissue instead of vessel, cutdown performed to get vessel under control. Once this was done it was noted a dissection occurred from external iliac artery to common femoral. Without the ability to percutaneously stent this dissection it was decided to graft the vessel. Patient remained stable, but blood products were administered due to blood loss with the perclose failure. Reportedly, the primary cause noted as obese patient, perclose failure, challenging sheath insertion due to those two pieces of information, and deep skin to vessel depth. Because sheath was out at the time of noting a dissection if was necessary to graft as that was the only means of intervention. The patient's minimum luminal diameter (mld) is 7.3 with the calcification and tortuosity indicated as none.